Event description:
A customer reported experiencing a cartridge alarm issue with their insulin pump, specifically cartridge alarm 20, which led to a high blood glucose level of 540 mg/dl. In response, the customer administered a correction injection via multiple daily injections (mdi) and a correction bolus through the pump. There was no incapacitation, though the customer did receive routine third-party assistance. To address the issue, technical support decided to replace the pump, confirming it was still under warranty. The customer was instructed on returning the problematic pump and preparing the new one, which included transferring settings and connecting their continuous glucose monitor (cgm). The issue was resolved by sending a replacement pump.